Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a "freezing" sensation once or twice a day on her left side "since before (B) (6)." The patient's mother indicated that the patient did have a period of time where it had stopped. The patient's pump was checked for volume accuracy and battery function in (B) (6). A catheter dye study was done at this time with unknown results. The patient's mother stated that during the dye study, the pump tubing kept collapsing and that the hcp "finally got it to work for the dye study test." One week after the patient had a recent pump refill; she had experienced exaggerated rebound spasticity, acute pain in the patient's left hand and leg, and muscle rigidity. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.